Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for a gastrointestinal (gi) bleed. It was also noted that the patient did not have a prior history of gi bleeding. An endoscopy was performed and found that the z-line was irregular and 40 cm from the incisors. A 5 cm hiatal hernia was also present and the gastroesophageal flap valve was visualized endoscopically, and was classified as hill grade IV. The entire stomach was normal. There was also mildly diffused erythematous mucosa without active bleeding with no stigmata of bleeding found in the duodenal bulb. The second portion of the duodenum was also normal, as well as the jejunum. The patient was fatigued and experienced dizziness. Upon admission, their hemoglobin was down to 6.1. They were treated with 3 united of packet red blood cells (prbc), which brought their hemoglobin up to 9.2. The patient was then discharged to home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for a gastrointestinal (gi) bleed. It was also noted that the patient did not have a prior history of gi bleeding. An endoscopy was performed and found that the z-line was irregular and 40 cm from the incisors. A 5 cm hiatal hernia was also present and the gastroesophageal flap valve was visualized endoscopically, and was classified as hill grade IV. The entire stomach was normal. There was also mildly diffused erythematous mucosa without active bleeding with no stigmata of bleeding found in the duodenal bulb. The second portion of the duodenum was also normal, as well as the jejunum. The patient was fatigued and experienced dizziness. Upon admission, their hemoglobin was down to 6.1. They were treated with 3 united of packet (B)(6) cells ((B)(6)), which brought their hemoglobin up to 9.2. The patient was then discharged to home.